Manufacturer narrative:
The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number:2017865-2023-48418. It was reported that the patient presented with the pacemaker bag red and swollen. In the past two weeks, the pacemaker bag burst, and the pacemaker and pacemaker electrode were exposed. The system was explanted and replaced. The patient was in stable condition.